Manufacturer narrative:
A sample has been rec'd and is pending eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported that a regulator valve would not dispense gas from either of two tanks during surgery. An alternate procedure had to be immediately performed which resulted in eye redness, swelling and elevated intraocular pressure. Add'l pt treatment was required with pressure reducing drops to control the pressure of the eye. Add'l info has been requested.